Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Small traces of blood and charred tissue were observed on the jaws and heater wire. A microscopic inspection was conducted. The heater wire showed no visual defects. The shaft was observed to be bent at the tip of the shaft, closer to the base of the jaws. Based on the return condition of the device, the reported failure "bent wire" was not confirmed but was confirmed for "bent shaft".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro metal area between jaws and shaft is extremely loose/bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro metal area between jaws and shaft is extremely loose/bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.